Event description:
The facility's biomed engineer reported an infusion pump with a 500 failure code which occurred during biomed testing. The biomed stated that it was unk if there have been any reports of any pt incident involving the pump since the last baxter event. Additional contact info was requested but not provided.